Event description:
Additional information: it was reported that the pump was removed due to infection. Pump disposition was not provided.

Event description:
Doctor reported erosion. Patient presented with wound dehiscence on (B)(6) 2011. They were testing for the presence of infection, but had not received results yes. Emergency surgery scheduled for (B)(6) 2011.

Manufacturer narrative:
Catheter model 8709sc; serial # (B)(4); implant date: (B)(6) 2011; explant date: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen by new hcp on (B)(6). The pain pump had been removed for a month and the patient had been on IV antibiotics. A culture was performed and results were "no bacteria present". Patient had surgery on (B)(6); hcp performed debridement, wound packing, and wound vac machine. On (B)(6) the patient had surgery to close the wound. The caller said the wound was where the pump had been removed. Patient's husband reported that his wife was fine now and all healed. They have not put a new pump in.